Event description:
It was reported by a nurse that the patient was hospitalized due to hyperglycemia with blood glucose levels greater than 600 mg/dl on (B)(6) 2025. The patient reported switching continuous glucose monitor (cgm) sensors and was unable to connect the new cgm sensor to the controller resulting in the patient seeking medical attention. The patient reported receiving treatment via an insulin pump. A discharge date was not provided. Additional information was requested, but unavailable. If additional information is received it will be submitted in a follow-up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.